Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative the complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. A review of other manufacturers complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Most likely hazard experience: thread fracture during function most likely root cause of the failure mode / hazard: typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. H3 other text : investigation completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
Doctor reported that locator screw fractured and was removed. Tooth#33. Procedure completed.